Event description:
It was reported that during a coronary treatment procedure, that balloon burst occurred. Using the femoral site as access, the 70% stenosed, calcified lesion located in the tortuous circumflex was being treated. The physician was attempting to inflate the lesion using a maverick2 monorail ptca catheter 20x2.0mm. However, inflation failed and once the device was removed from the patient the physician noted that the balloon burst.